Event description:
A complaint was received from a customer that reported a major portion of each segment in the display was missing. While on the phone a review of the system was conducted. The display issue was observed. A request was made to return the system for eval. In the meantime, a replacement unit was provided.